Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer growth found in and around 220909 lj tube, batch 1322720. The following information was provided by the initial reporter: growth found in and around 220909 lj tube, batch 1322720.

Manufacturer narrative:
H.6 investigation summary: material 220909 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are then packed into trays and loaded onto a slant rack cart. The loaded cart is then run on a set inspissation cycle per sop. Post inspissation, tubes are packaged into final shipping configurations. The batch history record review for batch 1322720 was satisfactory per internal procedures. Filling, torquing, packaging, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. Also, each batch history record was reviewed to confirm the following prior to release: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history for this batch was reviewed and no other complaints have been taken on this batch. Retention samples from batch 1322720 (10 tubes) were available for inspection. A carton of 10 tubes showed no evidence of color or contamination defect from visual inspection. According to the certificate of analysis, slant appearance should be light green to light blue green all 10/10 retention tubes were in color specifications with the certificate of analysis. For further investigation of contamination two tubes went into testing. One tube was placed in the 33 to 37 degree c incubator and one tube was placed in the 20 to 25 degree c incubator. No microbial growth was observed in 2/2 incubated retention tubes at seven days incubation. Three photos were received to assist with the investigation: the first photo shows the label of a partial carton from batch 1322720. The second photo shows a partial opened carton from batch 1322720. Eight tubes can be observed from photo. One tube does show evidence of possible fungal contamination, possibly from a tube that has been broken or cracked. ¿ the last photo shows a partial tube rack from batch 1322720. There does appear to be possible fungal contamination on more than one tube in the rack. The tubes show the expected color appearance as per the certificate of analysis, light blue green to light green. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos. Bd will continue to trend complaints for contamination.

Event description:
It was reported by the customer growth found in and around 220909 lj tube, batch 1322720 the following information was provided by the initial reporter: growth found in and around 220909 lj tube, batch 1322720.